Manufacturer narrative:
Device evaluation: the manufacturer's service technician was unable to duplicate the reported issue. Review of the diagnostic history indicated vent inop occurrences due to data acquisition pcb adc reference failures and an oxygen device failure reference failure which occurred during the continuous built in test. Resolution and disposition: the service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the screen turned dark, the device alarmed and stopped operating due to a data acquisition pcb adc reference failure. The facility reported the device was powered on again and the issue recurred. There was no patient involvement.